Event description:
The user facility reported that a 19-year-old male patient was implanted with an impella 5.5 for mechanical circulatory support. On day 49 of support, multiple pump stops occurred during the patient's physical therapy. The pump restarted successfully each time. The rn noted that the 3-point fixation was no longer in place and stated it had moved down the patient's side and leg. The pump was subsequently placed back into the 3-point fixation and the issue resolved. There were no reports of harm to the patient.

Manufacturer narrative:
The investigation into the reported pump stop was completed. The device was returned for evaluation. Visual inspection of the pump revealed that the catheter was cut. The sidearm was able to purge to the cut line. There was no biomaterial or blood ingress observed. There was a kink in the catheter observed. The root cause of the pump stop was most likely use related since 3-point fixation was not in place and the patient was moving at the time of the pump stop. Impella 5.5 IFU ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ this report is being filed as part of a retrospective review of historical records.